Event description:
It was reported that (1) tr35w was used during a laparoscopic salping oophorectomy procedure. It was reported by the rep that the surgeon used the ets during this procedure and the instrument jammed and did not stapler properly. Unfortunately bleeding followed which was controlled with bipolar energy. Additional reloads were used without incident. It is unknown how the case was completed and there was no consequence to pt.